Event description:
The patient's mother reported that on (B)(6) 2014 at 12:29 am her daughter did not realize that her pod had fallen off. She was feeling sick and was throwing up so she decided to go to the hospital where she was diagnosed with diabetic ketoacidosis. They treated her with manual injection of long acting insulin (exact dosage was not provided). She was still at the hospital at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any defect could have contributed to the reported adhesion issue, patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.